Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient was scheduled to have an MRI scan for his knee which was unrelated to the deep brain stimulator (dbs). During impedance testing prior to the scan it was noted that electrode 11 had out of range impedance readings; the MRI was not performed due to this issue. All other electrodes were within normal range. Impedance readings were: c<(>&<)>11 ¿ 11653 ohms, 8<(>&<)>11 ¿ 13856 ohms, 9<(>&<)>11 ¿ 15047 ohms and 10<(>&<)>11 ¿ 12435 ohms. The patient had recent falls, one of which he had hit his head near the right brain lead and another fall where he hit the ins. The dbs was still functioning normally and he hadn¿t experienced any change in symptoms as a result of his recent falls. Electrode 11 was not currently programmed so the patient¿s managing neurologist chose not to do any further troubleshooting. No actions/interventions were taken and the issue was not resolved at the time of report. The patient was receiving effective therapy. The electrode with high impedances was not being used; however, the compromise to the system resulted in him not being eligible for an MRI. No surgical intervention was planned or performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.